Manufacturer narrative:
The company representative was unable to duplicate the reported problem. Verified error in fault journal. As a precautionary measure, the drive manifold assembly (part number 0104-00-0018) was replaced. The iabp was performance and functional tested to factory specifications. It functioned normally and was returned to the customer.

Event description:
During a routine check of the iabp, the customer observed that upon initial power up of the iabp he received an "electrical test failure code #58 (power-up vent test failed). The iabp was rebooted and the symptom disappeared. No patient was involved.